Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultralink meter would not power on. This was not a new meter, and the pt had replaced the batteries correctly. During the troubleshooting telephone call, the customer care advocate determined the battery contacts were in good condition and there had been no misuse of the product. The pt experienced no symptoms of high or low blood glucose levels, and did not seek any medical attention. The meter was replaced. The pt did not suffer any injury due to the reported meter. The pt experienced no symptoms and denied seeking medical attention. However, as the reported meter would not power on, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.